Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test and the sensor failed with high readings.

Event description:
The customer reported experiencing large differences between sensor glucose and blood glucose level readings. The customer also reported receiving bad sensor alerts and calibration errors. Customer reported that the night before the call, he had a blood glucose level of 40 mg/dl. Blood glucose level at the time of the call was 140 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.